Event description:
The stent (subject device) was returned for analysis and it was discovered that the stent (subject device) was prematurely deployed inside the catheter shaft during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1 of 4 reports (1st MDR). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed within the microcatheter shaft and it was recovered during the microcatheter investigation. The sdw (stent delivery wire) was found to be kinked/bent. The stent was found to be deformed. The stent introducer sheath distal tip was intact. A functional test could not be performed as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the stent could not be advanced inside the microcatheter. The stent was withdrawn and the microcatheter and stent was replaced. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The reported event could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The as reported 'stent difficult/unable to advance or pullback through catheter' will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analyzed 'stent deployed prematurely during use', 'sdw kinked/bent' and 'stent deformed' will be assigned a probable cause of handling damage because this complaint appears to be associated with handling of the product or portion of the product during the procedure.